Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s high blood glucose level was treated with manual injection. The customer was wearing the insulin pump within 48 hours of reported high blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.